Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the emergency treatment of cardiac arrhythmias procedure. The procedure was delayed more than 20 minutes and completed by restarting the system. It was reported to philips that the system's shutters were intermittently disconnecting unable to collimate. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the collimator failure occurs during the use of the equipment, so it does not leave a trace in the post. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that collimator does not allow the use of intermittent shutters. To resolve the issue, the fse replaced the collimator. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's shutters were intermittently disconnecting, impacting collimation and imaging. No harm was reported to philips. Philips has started an investigation of this complaint.